Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data:20 total events were initially reported. 20 previously reported events are included in this follow-up record.   Product return status 15 devices were received. 5 devices were not available for evaluation. Event confirmation status 7 reported events were confirmed; the cause traced to component failure. 8 reported events were not confirmed. Evaluation results 5 devices were found to be affected by a short circuit. 8 devices were found to be affected by internal component corrosion. 1 device was found to be affected by a worn internal component. 1 devices had no device problem found.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 20 events were reported for this quarter. Product return status: 15 devices were received for evaluation. 2 devices were available for evaluation but have not yet been received. 3 devices were not available to stryker for evaluation. Evaluation status: 6 reported events were confirmed during testing. 3 devices were found to be affected by a kinked cable. 3 devices were found to be affected by corrosion. 4 reported events were not confirmed during testing; however: 4 devices were found to be affected by corrosion. 1 reported event was not confirmed during testing; the device was found to be within specifications. 4 device evaluations are in progress. Additional information: 20 devices were not labeled for single-use. 20 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 8 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 8 events had patient involvement; no patient impact.